Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An unknown alarm occurred at the start of rinseback during a routine hemodialysis treatment. The operator did not identify the alarm and started manual rinseback. Only partial rinseback occurred as the operator did not open the cycler door as required to perform manual rinseback, resulting in an estimated blood loss of 140 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not follow the required steps for manual rinseback. The alarm was not identified. The exact cause of the alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting alarms and performing manual rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding manual rinseback procedures. Nxstage medical considers this report closed. No additional information will be provided.